Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed low battery warnings associated with a discharged battery being installed in the pump. There was no drastic voltage fluctuations observed. The pumps current draws were within specifications. The battery compartment was intact with no damage or cracks observed. There was no evidence of moisture observed in the battery compartment. The pump case was removed and there was no intermittent conditions or moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.